Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no boluses delivered on the event date 20-apr-2024 in the pump history file. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) noted on the event date 20-apr-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 20-apr-2024 in the pump history file. 04/20/2024 09:35:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/20/2024 18:29:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/20/2024 18:39:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 04/20/2024 19:10:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 04/20/2024 19:20:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Lostsensor1alert (780) - not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 1 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer experienced occluded, possible site or set occlusion. The customer reported, blood glucose value of 550 mg/dl. The customer reported, hyperglycemia, confusion/disorientation, malaise, diabetic ketoacidosis treated with hospitalization, overnight stay. Customer reported, the following led up to the event: high bg document treatment for high blood glucose using the pump. The event involved product(s) mmt-332a, mmt-397at, mmt-1884l. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smart guard feature at the time of the event. Customer has been using the insulin pump system within 48 hrs of reported event. No further patient complications were reported. No product return is required for mmt-332a, no product return is required for mmt-397at, no product return is required for mmt-1884l.